Manufacturer narrative:
(B)(4). The customer returned one used mc-05052-017 catheter for evaluation. Upon visual inspection two kinks and a tear were noticed on the catheter body. The ridges on the tear surfaces and the way the catheter body is folded up in that area indicate that the likely cause is operational context. The catheter body was measured to be 50.7cm, which is within specification. The first kink was 3.4cm from the hub, the tear was 4cm from the hub and 0.5cm in length, and the second kink was 5.4cm from the hub. Each lumen was flushed with water. The tear in the catheter body caused the distal line to leak. A device history record review was performed and no relevant findings were identified. The customer issue of the CT contrast extravasating in to patients arm was likely caused by the tear found in the catheter body during sample investigation. A 0.5cm tear was found in the catheter body that caused a leak in the distal extension line. Based upon the report that the end user caused the damage and the condition of the sample received, it was determined that operational context caused or contributed to this event.

Event description:
The customer initially reports that CT contrast extravasated into the patient's arm. The customer later reports that the PICC line was inserted correctly. The patient requested that the vascular access team review his line as it was kinked externally. The team was not informed. A nurse did a dressing check and noted that the kink had disappeared. Possible migrated in. Patient sent to radiology for CT scan. The line was not flushed to check patency. The scanner delivered the contrast at high speed which is what fractured the line.

Manufacturer narrative:
(B)(4). The device is not intended for sale in the us. (B)(4).

Event description:
The customer initially reports that CT contrast extrvasated into the patient's arm. The customer later reports that the PICC line was inserted correctly. The patient requested that the vascular access team review his line as it was kinked externally. The team was not informed. A nurse did a dressing check and noted that the kink had disappeared. Possible migrated in. Patient sent to radiology for CT scan. The line was not flushed to check patency. The scanner delivered the contrast at high speed which is what fractured the line.